Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a positive computed tomography (CT) scan revealed a slight tilt of the filter to the left and a mesenteric perforation.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a positive computed tomography (CT) scan revealed a slight tilt of the filter to the left and a mesenteric perforation.